Event description:
In 2004: during open cholecystectomy, while assembling bookwalter retractor (at beginning of case), a piece broke off of an adjustable ratchet. The arm or ratchet was accounted for but the head of the screw or rivet that secured it to the ratchet is unaccounted for. The missing piece is approx 1-1.5 mm diameter.